Event description:
After completion of hydrothermal ablation and 2 minute cool down, hot fluid was coming from hysteroscope when removed from the endometrial cavity. Resulted in burn of vulva, treated with silvadene.